Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board, pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported that the insulin pump would not turn on. Blood glucose level at the time of the call was not provided. No further information was provided.